Manufacturer narrative:
Implant loss is known to occur, considered in the risk management file and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient to be able to continue using the bone anchored hearing system.

Event description:
Implant loss due to trauma. Patient has an intellectual disability and removed the implant himself.